Event description:
Additional information received reported that there was no patient injury and no intervention was required. It is unknown when the patient stopped using the device.

Manufacturer narrative:
Additional information: a2, a3, a4, a6, b3, b5, b7, h6. Manufacturer reference: (B)(4).

Manufacturer narrative:
Additional information: d9, h6 (health effect - clinical code, health effect - impact code). The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent. General cleanliness - the returned device appeared to have debris or foreign particles. It was observed that a button was broken off of the device. Root cause description based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Request for additional patient and event information has been made but, to date, no response has been received. The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported that the button on the top sheared off of the silent nite sleep device. No additional information was provided.